Event description:
Allegedly, patient fell and presented to emergency. On examination and x-ray stem was seen to be broken. Patient had a profemur r stem implanted in march 06 after a failed dhs. Screws had broken in this and had to be overdrilled to remove them. At the time of surgery, 2 dall miles cables and trochanteric grip was used to fix a three part proximal section around the proximal body.

Manufacturer narrative:
Investigation is not complete. Add'l information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00164, 00165, 3003379990-2007-00038, 00039, and 00040. This event occurred in another country.